Event description:
Implant date: 1988. Pt was implanted with cd spinal system on posterior and an anterior spinal system from another MFR. X-rays taken on 09/17/1991 indicate there was a fracture of the anterior rod but the fusion was well healed. Pt complained of pain. Revision surgery in 1992 to remove the cd instrumentation and repair fusion. X-rays taken on 12/1992 show a pseudoarthrosis and breakage of the anterior rod. Revision surgery in 1993 to repair fusion, remove anterior rod system and implant cd posterior system. Pt complained of pain. Explanted in 1994 at which time it was noted the fusion was solid.